Manufacturer narrative:
Device evaluation: lens was returned in a lens case/vial in liquid. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
Device evaluation: functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicm5_12.1,-11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.